Event description:
Pt's wife states that early monday morning (10/20/97) her husband dropped bed control and tried to pick it up. She states that at 3:00 am of this morning, she found her husband with his hand wedged between the spring and guard rails. Wife stated she was unable to remove his hand from the bed and then phoned the police and fire dept who assisted. Pt was later brought to ER at hosp. After eval pt was taken to or 10/20/97 and a left shoulder disarticulation was performed.